Event description:
It was reported that the patient did not feel stimulation in recovery following implant of the implantable neurostimulator (ins) and lead. Impedance measurements were greater than 10,000 ohms. Everything "looked normal" during implant. The lead was directly connected to the ins and the lead configuration was correct. An impedance test was conducted at 3 volts which revealed electrodes 0-7 were greater than 40 ,000 ohms, except electrode 5 which was within normal limits. Electrodes 8-15 were within normal limits. After reprogramming to use electrodes 9 and 10 the patient was able to feel stimulation in the right leg. No further interventions had taken place and the patient was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).